Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020. With blood glucose level was 20 mg/dl. Customer was treated with intravenous insulin drip at the time of hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.